Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-00479. Related manufacturer reference number: 1627487-2024-00480. It was reported the patient was experiencing abnormal sensitivity around the ipg site. It was found that the ipg was encapsulated in scar tissue and leads were intertwined within the scar. This prevented the normal movement of leads as the strain relief was no longer present due to scaring. The patient was experiencing discomfort in certain bodily positions due to the ipg being pulled by the leads. As such the ipg and leads were explanted and replaced with new ones. No complications and therapy restored.